Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source and would not charge. During troubleshooting with tandem's technical support, the customer plugged the pump into a different wall adapter and was able to successfully charge the pump without the alarm reoccurring. The customer's blood glucose level was 217 mg/dl.